Manufacturer narrative:
(B)(4).

Event description:
Surgeon indicated several acetabular reamer grater heads were dull, not cutting into the bone, and properly reaming. Therefore, not enough bone was being removed. Thus is due to normal wear/tear and use of these instruments. No intra-op or patient issues. No lot #¿s as items were discarded. No further information is available. Please send replacements direct to the following: (B)(6). Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. (B)(6). By checking this box , I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.